Manufacturer narrative:
(B)(4). Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm, button was hard to push. The customer stated that they were able to rewind the insulin pump. Insulin pump had no delivery alarm, battery cap was hard to unscrew. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.